Event description:
There was no delay, no patient was under anesthesia.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over thirteen (13) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer reportable malfunction was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "foreign material in the biopsy channel" malfunctions would likely be related to the reprocessing that was not conducted properly due to leakage from the biopsy channel the event can be prevented by following the instructions for use which state: IFU states the detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the channel tube of the gastrointestinal videoscope had foreign material. The issue occurred during reprocessing. There were no reports of patient harm.